Event description:
Reportedly, there is a black screen during the 3.16 software update.

Event description:
Reportedly, there is a black screen during the 3.16 software update.

Manufacturer narrative:
The review of provided data and returned subject product confirmed the reported issue: there is a black screen after the software upgrade of the subject programmer with the software smartview 3.16 upon reception of the subject programmer, the anomaly had been reproduced. The installation of software smartview 3.16 appears to have proceeded correctly, with no indication of errors or anomalies. However, it is observed that the smartview 3.16 manager failed to detect several tablet components; more specifically, the chromium component that prevents the manager from being displayed on the screen. It is assumed that there is an accessibility/visibility issue for the manager with certain files/folders, but the root cause of this problem could not be clearly identified. Therefore, it is recommended to re-ghost the subject programmer. Accordingly, the programmer followed the normal workflow of repair and returned back to the field. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.